Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. One year ago the remaining longevity had been five years and the most recent longevity estimate was 1.5 years. There were some stored atrial tachy response events and the ventricular pacing percentage had increased; however, these observations were not significant enough to have affected the longevity. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Current therapy delivery was unaffected; however, device replacement was recommended. It was planned to follow-up with the patient in three months. The pacemaker remains in service at this time and no adverse patient effects were reported.